Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) had died and become overdischarged three times which was confirmed with the clinician programmer. As a result the device was replaced on (B)(6) 2016 which resolved the issue. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.